Event description:
The customer contact reported an adverse event while the device was in use. At 1356, the device was programmed to deliver morphine 5mg/ml, in the pca only mode, with a 1mg pca dose, a 10 minute patient lockout, and a 6 mg 1 hour limit. At 1910, the customer contact reported the patient was found unresponsive and a code was called. The patient was treated with an unspecified amount of narcan. The patient responded and was transferred to the intensive care unit. The device was removed from clinical use in 2008. There were no reported adverse patient sequelae. During testing at the user facility, the device passed testing. The customer contact also indicated that the time of the event the patient was receiving unspecified doses of lortab and skelaxin for pain. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The history was downloaded at the user facility. A review of the device history indicated in 2008 at 1355, the device was powered on, morphine 5mg/ml was confirmed, and cca adults was selected. The device was programmed in the pca only mode, with a 1mg pca dose, 7 minute patient lockout, and 8.5 mg 1 hour limit and the settings were not confirmed. At 1356, the settings were retained and confirmed, the door was locked, opened and the device was reprogrammed for a 10 minute patient lockout. At 1357, the device was reprogrammed for a 6mg 1 hour limit and the door was locked. Between 1357 and 1943, there were twenty-three 1mg patient initiated deliveries and 19 unmet demands. At 2059, there was a low battery alarm. A date stamp of the next day occurred. At 0741, the door was opened and the device powered off. A review of the history indicates the device delivered as programmed.